Manufacturer narrative:
Bd had not received samples or photos for investigation. Therefore, 200 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to stopper pop off as all samples met specifications. 6 retain samples were sent to flks testing and subjected to stopper pop off testing. All retains performed as expected. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode stopper pop off. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the bd tube k2edta plh 13x75 4.0 plbl lav br the stopper pulls out of tube when in an analyzer. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the stopper popped off during centrifugation. The sample acquisition was performed using the vacuum system (tubes were not decapped).".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd tube k2edta plh 13x75 4.0 plbl lav br the stopper pulls out of tube when in an analyzer. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "the stopper popped off during centrifugation. The sample acquisition was performed using the vacuum system (tubes were not decapped)."